Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Patient's mother stated that she performed troubleshooting steps before calling and the connection was not restored. No additional patient or event information is available.